Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range, hv lead impedance was observed when the patient presented in clinic for normal device check. No other electrical anomalies were observed and it was not reproducible through isometrics. Later, lead impedance dropped back to normal. Patient will be followed normally.